Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient woke up some days and their body was bruised around the ins. Sometimes it was red and sore around where the ins was implanted. It was sore to the touch or when they sat back against a chair. It was noted the issue was ongoing since they implanted the device. The patient stated they knew it was not infected but they did notice the ins used to be lower, right above their hip, but was now half way up their back. They also noted they did not really have any pain relief from the device. They had lost some weight and was unsure if that had anything to do with the reported issue. The patient was redirected to their healthcare provider to further address the issue.